Event description:
It was reported that the ventricular lead was oversensing. It was also reported that the ventricular lead exhibited noise and that the noise was reproducible with deep breathing, but not reproducible with other methods of provocative testing. It was further reported that the patient has a history of short interval count (sic) events and that the ventricular lead thresholds has increased from past follow ups. The ventricular lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed and no anomalies were found. All conductors were distorted and had blood/body fluid (not obstructed.) The defibrillation conductor was distorted. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay had cosmetic environmental stress cracking (esc) and the outer tubing was esc breach/cut (non-electrical). The outer insulation was torn, breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched and had apparent explant damage.